Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion® 4000 wireless syringe had a motor rate error. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter (B)(4) corrected data: h6: event problem and evaluation codes.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device examination showed the casing had sustained some external damage (cracking of the pump casing). The tamper seal had also been opened by user. The returned device was given functional and delivery tests. During testing the reported issue could be confirmed. A "motor rate error" occurred during testing. The investigator performed an internal examination of the device. This examination showed a broken screw stuck in the bottom case and the main board was slightly misaligned. It was determined that the reported alarm occurred due to the main board alignment issue which likely occurred due to damage during use. Investigation determined the most likely cause of the damage was the pump being dropped. The device operator's manual states under warnings: "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it."